Event description:
Philips received a complaint by the customer on the v60 indicating that there was no 35v supply during onsite preventative maintenance. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) informed the customer that the power management (pm) printed circuit board assembly (pcba) was faulty, and a replacement pm pcba was required for repair. The rse stated that the device was on contract and was at the philips repair bench. The field service engineer (fse) ultimately replaced the pm pcba to resolve the reported issue and performed planned maintenance. The device passed required performance verification tests per philips standard and was returned to service.